Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-7-10 of an unknown lot number was not returned to cirl for evaluation. Documents review including IFU review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-10 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. According to the information provided the "the nurse straightened the pigtail of the zso using the included straightener while preparing the procedure". Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony . According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-10 in the cbd. The nurse straightened the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (awg2-35-450) through the zso straightened, but it was impossible. When they checked the pigtail section zso was bent. So they used the new zso-7-10. Wire guide was not exchanged. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1.does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? This complaint occurred prior to patient contact device replacement, device removal, observation prior to patient contact 2. What was the target location for the stent? Cbd 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The product is stored upright in a plastic box. Not exposed to light 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* awg2-35-450 5. Was the wire guide lubricated prior to use? Yes, 6. Was the wire guide inspected for damage prior to use?* no the wire was checked. But there was no problem. 7. Was the device at the centre of the complaint inspected for damage prior to use? No damage. 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes, 9. If yes please indicate the type of procedure performed. Est. 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, this complaint is not related to patient¿s anatomy. 11. If not with the device in question, how was the procedure finished?*the new zso-7-10 was used. 12. Did the patient require any additional procedures as a result of this event? , no 13. What intervention (if any) was required? 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed.